Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The device will be sent to an off-site laboratory for testing and sterilization and then forwarded to olympus for evaluation. Also, an olympus endoscopy support specialist (ess) visited the facility on (B)(6) 2015, and performed a demonstration of olympus recommended reprocessing practices. It was observed that the facility was not using a syringe when flushing the forceps elevator; brushing the instrument and suction channel after aspirating detergent, the channel should be brushed prior to aspirating detergent. The exact cause of the report event could not be conclusively determined at this time. Please cross reference MFR. Report number: 2951238-2015-00183.

Event description:
Olympus was informed that two pts were infected with a drug resistant organism of carbapenem-resistant enterobacteriaceae (cre) during a ercp procedure using a tjf-160vf device. It was further reported that the two infected pts expired. In addition, prior to the infection, both pts had unspecified malignancies. The cause of deaths are unknown at this time. This is one of two reports.

Manufacturer narrative:
The supplemental report is being submitted to provide investigation results on the device and the laboratory test results. Based on the microbiological testing conducted at an off-site laboratory, one of the seven isolated microbes could not be identified using the microseq library. The six identified isolates are as follows; micrococcus luteus, paenibacillus taiwanesis, micrococcus flavus, bacillus niabensis, stenotrophomonas rhizophia, and staphyloncus hominis. They are not considered a pathogenic organism but an environmental contaminant. These organisms were recovered from the air/water channel, elevator wire channel, elevator area, and instrument/suction channel. The external surface of the device was visually inspected and the internal channels of the device were examined using a boroscope and telescope but no foreign materials were found that would likely cause or contribute to the reported event. The exact cause of the patient's outcome could not be conclusively determined as there was no abnormalities and or foreign material found in the device that would most likely cause or contribute to the reported event.